Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr) and a restricted septal leaflet for a triclip procedure. One triclip xtw was placed on the septal and posterior leaflet segments. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the posterior leaflet. Per the physician the slda was due to the tethered leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda was due to patient morphology/pathology (tethered leaflets). The reported patient effect of unchanged tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.